Event description:
It was reported that bd venflon¿ pro safety shielded IV catheter leaked. This was discovered during use. The following information was provided by the initial reporter: customer information: luer-lock leakage causes the blood to flow back out of the venflon, risk of blood infection and blood contamination.

Manufacturer narrative:
H.6 investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Examination of the product involved may provide clarification as to the cause for the reported failure.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9264809. Medical device expiration date: 2022-09-30. Device manufacture date: 2019-09-21. Medical device lot #: 9297815. Medical device expiration date: 2022-10-31. Device manufacture date: 2019-10-24. Investigation summary: no sample is returned. DHR reviewed was performed on batch# 9264809. DHR reviewed was performed on batch# 9297815. Investigation conclusion: unable to confirm the customer experience. Root cause description: as no sample and no photo was returned, a review of 12 months qn on reported nonconformance was performed. No related qn was raised. Therefore, the root cause cannot be determined. Complaint will be reopened when sample is returned. Rationale: complaint trend would be monitored.

Event description:
It was reported that bd venflon¿ pro safety shielded IV catheter leaked. This was discovered during use. The following information was provided by the initial reporter: customer information: luer-lock leakage causes the blood to flow back out of the venflon, risk of blood infection and blood contamination.